Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic hernia repair procedure on an unk date and mesh was used and fixated with absorbatacks. Post-operatively, the pt coughed 2 times and the mesh tore out of the fixation. The surgeon opines that the pressure from coughing was too strong for the absorbatacks because they are too short.